Event description:
It was reported that reproducible noise had been observed on the atrial lead; other electrical values were normal. The lead was disabled. The patients condition was noted to be good following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.